Event description:
Pt underwent colonoscopy in 1999 presented to ER with complaint of nausea, diarrhea, abdominal cramping. Flexible sigmoidoscopy performed revealed colitis. Pt admitted to hosp for hydration. Pain control, and monitoring for possible bowel perforation.